Event description:
Pt had left total knee arthroplasty in 2004. Marcaine pump was inserted with catheter. When catheter was removed the next day it seems the tip broke off. Pt complained of a catching in knee post op. A "few days after surgery" dr performed a procedure at another surgery center (not our facility) and found the catheter tip. Pt continued to have problems due to her ligaments being "loose." She was admitted to our facility in 2005 for a two component knee revision left knee. The preop diagnosis was posterior unstable left knee replacement. Catheter tip is not radiopaque so it can not be seen per x-ray.